Event description:
A malfunction alarm occurred, identified by malfunction code 16, with no notable events reported before the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump, but the malfunction code recurred, leading to the decision to replace the pump. The customer planned to use multiple daily injections as a backup therapy.